Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak, the unit would not hold helium pressure from the  external helium tank and that a brand new tank would empty in a matter of seconds. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated when he arrived on site there was no tank on the unit. When he installed a helium tank, the unit held the helium pressure with no issue. This led him to believe the "leaking external tank" was caused by user error. He stated that during his investigation he found damage to the monitor caused by abuse. Therefore, the unit did not meet the manufactures specifications and was not cleared for use due to the abused monitor.

Event description:
It was reported by the rn in the ICU that she was having issues with the cardiosave intra-aortic balloon pump (iabp) unit. She stated that she had attempted to change the helium tank on the cardiosave and that it was reading low. She was asked if she had heard hissing from the new tank at the time of installation and she stated she had. She was also asked if another console was available for use to transfer the therapy, as it could not be promised that someone could come out. Another rn came to the phone and was told that if there was still a full internal tank, there would be at least 36 autofill¿s remaining. He disconnected the rescue unit from the hybrid hospital configuration and verified a full internal helium tank. He then was asked to locate a new sealed helium tank so he could walk them through the process. The customer requested for a service technician to come out immediately, but it was explained to the customer that the service technician would not touch the pump while it was connected to a patient, so it is best to troubleshoot or transfer the therapy to another console. The fse reached out to the biomedical team of this hospital with no response. The fse then reached out to the cardiac catheter lab of this hospital, who stated they did have another pump they could transfer the therapy to at this time but were unwilling to do so. This is all the information that was obtained at this time. Therapy to the patient was never interrupted. A complaint was open for the damaged found to the monitor.